Event description:
A customer contacted (B)(4) regarding assistance with a system error 2240 alarm during therapy on the homechoice machine(hc). The technical service representative(tsr) reviewed the alarm log with the home patient(hp) to confirm the alarms. The tsr advised the hp to speak with their nurse. The nurse was contacted on (B)(6) 2011. The nurse stated that the home patient did not develop any adverse reactions or require any medical intervention. The nurse stated the home patient is currently performing therapy without any complications. The nurse stated she spoke with the home patient and she did not specify what might have caused the alarm. The nurse also stated that this was an isolated event. There was patient involvement; however, there was no injury or medical intervention reported

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 was not confirmed and no root cause could be determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). The sample was discarded by the customer. The lot number is unknown; therefore a batch review cannot be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.